Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set, and the adverse events of peritonitis, characterized by abdominal pain, nausea and vomiting. It is well established pd patients are at high risk for infections of the peritoneum. The source of the patient¿s peritonitis is unknown; however, it was confirmed by a medical professional this infection was not the result of a deficiency or malfunction of any fresenius product(s) or device(s). This is further evidenced by the presence of an opportunistic microorganism that is typically found in aqueous habitats, including plant rhizospheres, animals, foods, and water sources. Therefore, the liberty cycler set can be excluded as a source of this patient¿s adverse event. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A patient contact reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic on (B)(6) 2021 with abdominal pain, nausea, vomiting and complaints of drain complications during ccpd therapy on the liberty select cycler at home. Peritoneal effluent fluid cultures taken in the outpatient clinic on (B)(6) 2021 presented with stenotrophomonas maltophilia and a white blood cell (wbc) count of 225/mm3. The patient was diagnosed with peritonitis due to unknown etiology; however, it was confirmed the infection was not the result of a deficiency or malfunction of any fresenius product(s) or device(s). The patient was not hospitalized for this event and was prescribed a one-time dose of intraperitoneal (ip) vancomycin at 1500 mg and ip ceftazidime at 2000 mg every day for two weeks. The patient is recovering from this event while remaining asymptomatic with good response to antibiotic therapy. The patient continues ccpd therapy on the same liberty select cycler at home following this event.